Event description:
It was reported that the patient underwent an unknown surgery for unknown reasons involving a sling system due to unknown reasons. A new artificial urinary sphincter (aus) was implanted and no further information has been reported.